Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), abdominal adhesions ("other injury(ies) or complication (s) please describe: adhesion to colon from essure") and intestinal obstruction ("complications from your essure removal procedure-bowel obstruction") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". Concomitant products included hydrocortisone (hydrocodon hydrochlorid ksa) and ibuprofen (motrin). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, 8 years after insertion of essure (ess205), the patient experienced abdominal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe. Cramping"), dyspareunia ("pain during intercourse"), intestinal obstruction (seriousness criterion medically significant) and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, abdominal adhesions, intestinal obstruction and pelvic discomfort outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, intestinal obstruction, menorrhagia, pelvic discomfort, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: have you applied for workers¿ compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Type of application: disability. Date (or year) application: 2009. Nature of claimed injury/disability: severe pain and damage to right hand . Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received. Following new events: abnormal bleeding (vaginal), menorrhagia, other injury(ies) or complication (s) please describe: adhesion to colon from essure, intercourse, essure confirmation test(s) conducted, specify- no, complications from your essure removal procedure-bowel obstruction,discomfort were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe. Cramping"). The patient was treated with surgery (plaintiff was forced to undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.